Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead measuring 51.5 cm was returned for analysis. Final analysis found an external insulation abrasion that breached the insulation was noted at 24.4-25.0 cm from the connector pin consistent with clavicular crush.

Event description:
This report is to advise of an event observed during analysis.